Event description:
The sales representative pulled this device from the customer shelf to return for evaluation. The sales representative opened that package, in presence of the surgeon and attempted to remove the stylet from the catheter. Upon doing this, he encountered resistance and was not able to remove the stylet. This specific returned device was not in contact with a patient. The customer has reported numerous occasions of stylet sticking when pulling from the catheter. This causes the catheter to possibly move. It is unknown if a potential injury can be suspected by the movement of the catheter from the ventricle. The movement of the catheter may result in creating a new path of introduction of the catheter into the ventricle of the brain. No additional treatment has been rendered as a result of this incident and a need to use a second catheter has not been reported.